Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far r oversensing was observed. The patient is scheduled to come into office for reprogramming changes on his next follow-up in (B)(6) 2020.